Event description:
It was reported that during an initial artificial urinary sphincter surgery, a hair was noticed inside the packaging prior to opening the device. An alternate pump was utilized. No further complications were reported.